Manufacturer narrative:
The product has been requested back for an investigation. A follow-up report will be submitted once additional information is obtained. The device mfg date is unknown. The date entered is the date abbott diabetes care became aware of the event. All pertinent information available to abbott diabetes care has been submitted.

Event description:
Customer reported receiving a "scan again in 10 mins" message for more than 2 hours and was unable to monitor glucose results. Customer experienced a loss of senses and was seen at a hospital where he was diagnosed with hypoglycemia and treated with a glucagon injection. There was no report of death or permanent impairment associated with this event.

Manufacturer narrative:
Sensor (B)(4) has been returned and investigated. Visual inspection has been performed and no issues were observed. Data was extracted from the returned sensor using approved software. Sensor found to be in state 5 (indicating normal termination). Removed the sensor plug and inspected the plug assembly, no failure mode observed. The sensor was reprogrammed and a sim-vivo test was performed. All results were within specification. No malfunction or product deficiency was identified.

Event description:
Customer reported receiving a "scan again in 10 mins" message for more than 2 hours and was unable to monitor glucose results. Customer experienced a loss of senses and was seen at a hospital where he was diagnosed with hypoglycemia and treated with a glucagon injection. There was no report of death or permanent impairment associated with this event.